Event description:
The customer reported that they received a visual "speaker malfunction" inop, however, the speaker continued to emit sound.

Manufacturer narrative:
(B)(4). The customer reported that they received a visual "speaker malfunction" inop at the central station, however, the central station speaker continued to emit sound. At the time of this report, there was no info given as to how many sectors were displayed, or what devices were "behind the sectors". A philips account field service engineer (fse) indicated that this was a problem with a single intellivue x2, however, no other info about use of x2 at time of the speaker failure was provided. It is considered that the speaker failure was announced audible and visually at the central station. Based on the available info and the call log documentation, it appears as if the inop is fully consistent with being caused by a failed speaker on the x2, but the failure was noted/announced at the central. No info was given about x2 speaker functionality in a stand alone mode. It thus remains unk whether the x2 speaker really failed, or if the speaker still emitted sounds despite the error message (no sounds at all vs. Crackling/distorted sound). As the customer recognized the speaker failure at the central station, no pt adverse event/adverse pt impact was reported to have resulted from this issue. It is considered that the issue was immediately obvious to the user. Generally, pt alarms and technical inops will continue to be annunciated at the central station (if networked). In an abundance of caution we will report loss of audio in case the x2 would be used as stand alone even though a visual warning would be provided and product labeling (instructions for use) which describes personal surveillance. The intention on monitoring would be in close personal observation as specified in the product labeling. This would alert the user to a possible device issue to troubleshoot the device or implement alternative monitoring per hospital protocol, and/or to troubleshoot the monitor. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.